Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the right ventricular lead impedance measurements were fluctuating within the normal range for 8 months of time and then became stable for the past 2 months. The lead fluoroscopy test showed normal. More related tests were conducted and the results were normal. The patient will be continually monitored.